Event description:
High resistance. White powder substance at subxyphoid pocket, sensing and capture difficulties, undefined resistance, damaged/cracked/cut insulation high resistance. White powder substance at subxyphoid pocket, returned for threshold high/unstable/unmeasurable, sensing and capture difficulties, undefined resistance, damaged/cracked/cut insulation